Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: from procedure angiography, endoleaks: is there evidence of endoleak(s) at the completion of procedure? = yes. If yes, indicate type(s) = type 1. If type I, indicate type(s): type ib (distal). From procedure angiography, device assessment: is there evidence of device issue(s) at the completion of procedure? = no. Patient outcome: was a new secondary intervention performed to treat the endoleak(s)? = no. From follow-up CT/MRI for: 1-month follow-up visit: date of imaging = (B)(6) 2023. Days post-procedure = 5. Follow-up CT/MRI, endoleaks for: 1-month follow-up visit: is there evidence of endoleak(s)? = no.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. 13sep2023 a 73-year-old male patient underwent planned tevar (thoracic endovascular aneurysm repair) to treat a penetrating aortic ulcer (pau) in a patient which also has an aortic dissection type b. During procedure a zta-p-38-217 (complaint device) was implanted from zone 3 to zone 5. At completion of procedure there was evidence of a type 1b (distal) endoleak. No device issues were reported. From the pre-procedure assessment conducted 1 day prior to procedure the morphology of the distal neck was reported as being of irregular shape and with mild calcification. The diameter of the distal sealing zone ranged from 29mm to 26mm and the length was 20mm. It was reported that the patient received anticoagulants during the procedure. No secondary intervention to treat the endoleak was reported. There was no evidence of endoleaks at the follow-up imaging taken 18sep2023 (5 days post-procedure). Based on provided information it has not been possible to conclude on a definitive cause for the reported type 1b distal. The distal sealing zone is of minimum length but within IFU, it is however reported as being of irregular shape and mildly calcified. The maximum diameter of the distal sealing zone was 29mm and according to the device sizing guide in the IFU an appropriate choice of graft diameter would have been 32 mm. In this case the zta-p-38-217 had a diameter of 38mm which is considered as oversizing as it does not follow the recommendations provided by the IFU. It is possible that the morphology of the distal sealing zone in combination with the oversizing could have caused or contributed to the reported endoleak. It was reported that the patient received anticoagulants during the procedure and it is possible that this could have contributed to the reported endoleak and also gives explanation as to why the endoleak resolved as the anticoagulant effect stops. It is noted that although the indication for the procedure is a pau in the descending thoracic aorta the patient is reported as having an aortic dissection type b. As per IFU the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient with dissections and this is therefore considered to be outside the indications for use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.